Manufacturer narrative:
.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the charge efficiency was low when the implantable neurostimulator (ins) was being charged. The device settings were: amplitude (v): 1.4 pulse width (us)): 450 impedance (ohm): unknown rate (hz/pps): 80 polarity (uni or bi): unipolar electrode# for anode: c electrode# for cathode: 0 usage (hrs/day): unknown troubleshooting was performed on the day of this report, the antenna site was changed two days later and the recharger was replaced with another one. An x-ray was conducted. The ins was charged using another recharger. Telemetry was established with the ins using a physician programmer. Further stated that the x-ray was evaluated and it identified that the ins was reversed, the surface and rear surface, at implant. The cause of the issue was considered to be due to reverse. A reoperation was performed four days later to the solve the reverse ins. The ins has been used continuously. It was unknown if the issue was resolved at the time of this report. No symptoms were reported. The patient was alive with no injury. The indication for use included parkinson's disease.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID: neu_recharger_acc, product type: recharger.

Event description:
The hcp additionally reported via the rep that this event was caused by the ins implanted in the reversed orientation. It was noted that the recharger was defect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.